Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The catheter breaks in the venous side and blood leakage occurs. The catheter was placed in the patient on (B)(6) 2013, the fail occurs on (B)(6) 2013.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.